Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd received 10 samples for investigation. The samples were visually inspected and subjected to draw testing. No issues were identified as all tubes were within specification. Additionally, 10 retention samples from bd inventory were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.